Event description:
It was reported that the vent is showing a windows screen while in use on patient. There was no patient harm reported.

Manufacturer narrative:
File identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient harm reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: b5, d9, g6, h2, h3, h6, h11. H3: findings/root cause: the suspect device was not returned for evaluation; however, a field service rep went onsite to evaluate and repair the device. The logs were provided to tech service for review. The logs observed cfb entries, which could be related to the main board malfunction. The log review also confirmed that although the screen went to windows screen, the device continued ventilation. The mainboard was replaced as a precaution. The customer's reported issue was unable to be duplicated, however the issue was confirmed in the logs.

Event description:
Additional information received indicates that no product was returned for investigation, however, a field service technician went on-site to evaluate and repair the device.